Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the inner ring moves was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).

Event description:
It was reported from japan that during service and evaluation, it was determined that the craniotome device was generating heat, had a worn bearing, the cutting bar was stuck and could not be removed, the device was making an unexpected/abnormal noise, and had vibration. It was further determined that the device failed pretest for cutter insertion, temperature verification, and vibration assessment. It was noted in the service order that the device¿s inner ring moves. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the craniotome device was generating heat, had a worn bearing, the cutting bar was stuck and could not be removed, the device was making an unexpected/abnormal noise, and had vibration. It was further determined that the device failed pretest for cutter insertion, temperature verification, and vibration assessment. It was noted in the service order that the device¿s inner ring moves. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.